Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, the breast prosthesis was removed from the patient on (B)(6) 2018.

Manufacturer narrative:
The following changes were mistakenly omitted from the report submitted on 6/25/2018: initial reporter facility name: (B)(6). On 6/29/2018, mentor received additional information: implantation date: (B)(6) 2012. Capsular contracture of unspecified baker grade on the right breast prosthesis was also indicated. The patient underwent bilateral removal and replacement with mentor memorygel breast implant 300cc gel prostheses in (B)(6) 2018. This report is for the left breast prosthesis. The contracture will be reported on a separate report for the concomitant product below. Concomitant products: right mentor smooth round moderate profile 275cc saline prosthesis, catalog: 3501640, serial number: (B)(4), lot: 6533714. The mentor failure analysis lab received the device for evaluation on 6/29/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. Capsular contracture of unspecified baker grade on the right breast prosthesis was also indicated. The patient underwent bilateral removal and replacement with mentor memorygel breast implant 300cc gel prostheses in (B)(6) 2018. This report is for the left breast prosthesis. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation team observed creases on both views. A rent measuring approximately 0.2 cm was discovered within a crease on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed the device history record (DHR) for the lot number 6533714 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).